Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. On the same day, the patient's cgm reading on his receiver was showing 185 mg/dl; however, when his wife checked his bg, it is 40 mg/dl. The patient was diaphoretic, drifting in and out of consciousness, very confused, and struggled to communicate. The patient's spouse called paramedics who treated the hypoglycemia with IV glucose. Paramedics brought the patient to the hospital, and he was admitted and discharged the following day. At the time of the report, the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.